Event description:
Unomedical reference number (B)(4). Event occurred in unted kingdom. On 18-june-2024, it was reported by the patient that six infusions set fell off within 1 day of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Device 3 of 6. Patient country: united kingdom.